Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced infusion set leaks at the quick release on (B)(6) 2026 due to quick release was not tightly connected. No further information available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.